Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "numbness" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: sensation increase/decrease. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported ¿numbness¿ for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation, voids. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported ¿numbness¿ for the left side. The device has been explanted.